Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission with far r-wave oversensing causing inappropriate mode switch episodes on pacemaker. The device was reprogrammed and the issue was resolved. There were no patient symptoms reported.